Event description:
On 07/22/2005 - a dental implant was placed in tooth location # 21. Subsequently, the patient was experiencing paresthesia. On 08/09/2005 - the implant was removed from the patient's mouth. Days later - the clinician was contacted. He stated the implant was impinging on the patient's nerve leading to paresthesia in the mandibular lower lip area. The implant was removed and replaced with a shorter length implant. The patient was seen post-operative and is doing well.